Event description:
It was reported that patient had right lower extremity edema with excessive wound drainage, right femoral deep vein thrombosis with ecchymosis about right thigh. Event was resolved with medication.

Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and no relevant clinical information has been provided to perform a thorough medical investigation. However, the associated failure mode of dvt has been identified in the IFU as a possible adverse effect#9 since this issue was reported as resolved, no further clinical/medical assessment is warranted at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.